Manufacturer narrative:
The meter serial number is (B)(6). The meter and the test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received a discrepant result when using a coaguchek inrange meter. A sample from the patient was tested with the meter resulting in a value of 3.0 inr. Four hours after the first measurement a sample from the patient was tested using the meter resulting in a value 4.3 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention control. Testing results for retention test strips lot 71519310 (qc range = 2.5 - 3.7 inr) were: qc1 = 2.9 inr. Qc2 = 2.9 inr. Qc3 = 2.9 inr. Testing results for retention test strips lot 74976622 (qc range = 2.4 - 3.6 inr) were: qc1 = 2.9 inr. Qc2 = 2.9 inr. Qc3 = 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.